Event description:
Information received indicates the bed has no head up function.

Manufacturer narrative:
The technician found the bed had a defective CPR release valve. The technician replaced the CPR valve to repair the bed.